Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose was high while sensor glucose remained low. Customer reported that sensor glucose was 40 and he continued to treat with food. Customer's blood glucose was 375 mg/dl. Customer reported of receiving a no delivery alarm and stated that infusion set needed to be changed. Customer reported that no delivery alarm was resolved with a complete set change. Customer reported that high blood glucose was due to treating from sensor readings.